Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced poor air and water supply. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign object inside the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing and inspection of the returned device, it was discovered that the nozzle had foreign objects due to insufficient cleaning. Additionally, due to clogging of nozzle, water and air supply volume does not meet the standard value. Due to wear of angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of u/d knob was out of the standard value. The adhesive on the bending section cover (a-rubber) had a chip. Due to clogging of the nozzle, water removal ability did not meet the standard value. The plastic distal end cover (c-cover) had a scratch. The connecting tube had a scratch. The connecting tube had discoloration. The protector of the universal cord on scope connector (s-connector) side had a scratch. The scope connector (sc) cover unit had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The right/left (r/l) knob had a scratch. The up/down (u/d) knob had a scratch. The flexibility adjustment ring had a scratch. The switch box has a scratch. The scope cover (s-cover) had a scratch. The universal cord had a scratch. The grip had a scratch. The control unit has discoloration. The control unit has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.